Event description:
During primary knee surgery, the size 5 femoral cutting block was applied to pt's femur, surgeon removed block by hand/ mallet and lug pins remained in pt's bone. With some lateral thinking we managed to remove them. Pt had surgery completed as expected.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.